Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement).

Event description:
It was reported that the CT scan from nine months ago revealed that the native aorta now measures 6.7 x 7.0 cm in transverse by ap dimensions, increased in size as compared to prior measuring 5.5 x 5.6cm. There is no evidence of endoleak of contrast. The investigator indicated that the aneurysm enlargement was not related to the device or the procedure. There was no intervention performed and the patient will continue to be monitored.